Event description:
A procedure was performed to reconstruct the jaw, where a bone block was taken from the iliac crest to add in the affected region. On an unk date, the plates broke and were removed on (B)(6) 2010.

Manufacturer narrative:
Investigation in progress, but not yet complete.